Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the staff experienced issues while attempting to adjust the height of the surgical table. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table and found that two of the column shroud sections were out of alignment and slightly bent causing a grinding noise when raising and lowering the table height. The technician replaced the damaged shrouds, tested and confirmed the table was operating to specification, and returned the table to service. No additional issues have been reported.